Manufacturer narrative:
Product not returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge despite attempting multiple power sources. The customer did not have another charging cable or wall adapter at the time of troubleshooting with tandem's technical support. A replacement wall adapter and cable was sent to the customer. Reportedly, the new cable and wall adapter did not resolve the charging issue. However, the customer's son tried a new wall adapter and the pump was charged successfully. There was no impact to the customer's blood glucose level.